Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that an unspecified malfunction alarm occurred after the customer submerged the pump in a pool. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.